Event description:
Additional info received from the MFR on 6/13/00: the medical device was not manufactured by triad medical, inc. Located at 70 jackson dr. Cranford, nj 07016. Triad medical, inc. In laguna hills, ca 92653 is not associated in any way with triad medical, inc. In new jersey.

Event description:
The contents of this particular extension set was missing a cap from the female luer lock end. Rptr was concerned that other extension sets from this same lot number were also missing the cap.